Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an altitude alarm after the pump may have become wet. The customer's blood glucose level was 238 mg/dl and the customer plans on taking a manual bolus. Reportedly, there was a temporary delay in clearing the alarm. Insulin delivery was resumed.